Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the down arrow button was unresponsive. The customer's blood glucose was 473 mg/dl at the time of incident. The customer stated that they reverted to back-up plan. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The insulin pump will not be returned for analysis.